Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implant, the lens did not eject straight, it was "crooked". Reportedly, the lens seemed to spin too much in the inserter, the haptic tore the capsule, the lens was cut and removed. A vitrectomy was performed and a another model lens was implanted. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.